Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to the customer¿s blood glucose level. The customer planned to return device for further investigation, with distribution of replacement pump.